Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 66-year-old female patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient had a subarachnoid hemorrhage. It was unknown if the impella was related to the subarachnoid hemorrhage. Additionally, the patient's urine production was dropping. Units of packed red blood cells were provided, and continuous renal replacement therapy was started. Also, there were suction events and volume was provided. On support, the pigtail of the impella went through the heart tissue and was sitting in the pericardial space. The impella was pulled back and a patch was sewn in place. Furthermore, the patient also had a hematoma that was expressed.

Manufacturer narrative:
The investigation into the reported issues flow issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the access site bleeding - major is most likely due to patient movement as it was stated that the bleeding occurred after transfer to the ICU. The root cause of the ventricle perforation was most likely due to improper positioning. The root cause of the low pump flow is most likely due to the patient¿s condition. As the clinical information was not provided, the root cause of the hemolysis and the stroke/cva could not be determined.